Event description:
It was reported that the patient presented to the emergency room as a patient alert had been triggered. It was also reported that no sensing or lead markers were seen through the device, noise was present and the wavelet template was inconsistent. The patient was unhappy that they will need a device replacement. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) - the device was returned, analyzed and no anomalies were found.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned, analyzed and no anomalies were found.